Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - controller 2.0 / catalog number 1420 / expiration date: 28-feb-2018 device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. Power source issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was found dead in his/her assisted care/nursing home room in the morning. The site further reported that no controller alarms were sounding when the patient was found. The patient's death is being investigated by the police and by the state attorney. No further information has been provided.

Manufacturer narrative:
Correction: the pump ((B)(4)) and controller ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination and dimensional verification. Functional testing revealed a power shift condition. Given that the pump met specifications prior to release, the power shift condition observed during testing was likely the result of a clinical challenge to the pump and not the initial source of the reported event. A review of manufacturing records of (B)(4) did not reveal any deviations from specifications or power shift events. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. The "no power" alarm functioned as expected when both power sources were disconnected from the controller. Additional testing was performed and involved exposing the controller to temperatures of 50°c to determine if the ¿no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. The reported event of the ¿no power¿ alarm not sounding could not be confirmed. Log file analysis revealed 100 low flow alarms logged on (B)(6) 2017. Additionally, one critical battery alarm was logged for (B)(4) at 05:23:39. Log files shows that the patient allowed the battery to discharge below 10% relative state of charge (rsoc) while the secondary power source ((B)(4)) was at 23% rsoc, thus triggering the alarm. The critical battery alarm was cleared at 05:24:41, when (B)(4) was disconnected from the controller. A controller power-up and associated pump start event were logged at 07:02:48 and 07:02:56, respectively. The data point after the controller power-up event, at 07:03:24 revealed that (B)(4) was connected to the controller on power port 1 with 100% rsoc and no power source was connected on power port 2. The maximum pump off time is 1 hour, 35 minutes, and 8 seconds. Based on this information, the loss of power may have occurred due to a double disconnection of both power sources. 8 additional controller power-up events and associated motor start events were logged between 10:35:32 and 11:55:28 on (B)(6) 2017 and three vad disconnect alarms were logged between 11:37:18 and 11:45:21. These vad disconnects suggest physical disconnections of the driveline from the controller. The additional controller power-ups and the vad disconnects likely occurred during attempts to revive the patient after the patient was found. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, constriction in the outflow graft, and/or thrombus at the inflow cannula. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that both power sources connected prior to the loss of power were replaced or removed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Other devices involved in this event: controller - (B)(4) correction: return date: 2017-10-04. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: controller - (B)(4), return date: 2018-03-01 (B)(4). Device analysis: the returned controller passes visual and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.